Event description:
It was reported that a patient experienced an unspecified infection and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the unspecified infection was unknown. Treatment for the unspecified infection was not reported. The cause of death was reported as an unspecified infection. The patient was hospitalized prior to death on an unreported date for an unspecified indication. It was not reported if an autopsy was performed. Peritoneal dialysis was reported to be ongoing up until death, but it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an unspecified infection. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.